Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the ¿rear cannula end¿ of a unspecified bd¿ pen needle was broken. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: one opened pen needle sample was returned from an unknown lot. No., cat. No. Unknown. Visual examination was carried out and a broken non patient end of cannula was observed. Investigation conclusion: visual examination was carried out and a broken non patient end of cannula was observed. Root cause description: it is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen.